Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). On disassembling found corrosion/short circuit on driver board and display adapter board. No incident of water/fluid spillage over the device was reported.

Event description:
The following was reported to hamilton medical ag: device was showing loss of external power alarm. After replacing power supply assembly and performed full tsw, suddenly display started blinking. While refixing all the connections, display turned to white. Upon checking found green corrosion on driver board. Crossed checked the whole display front with another unit, the display is still white. On disassembling found corrosion/short circuit on driver board and display adapter board. No incident of water/fluid spillage over the device was reported. Patient shifted to another ventilator. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). On disassembling found corrosion/short circuit on driver board and display adapter board. No incident of water/fluid spillage over the device was reported. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: device was showing loss of external power alarm. After replacing power supply assembly and performed full tsw, suddenly display started blinking. While refixing all the connections, display turned to white. Upon checking found green corrosion on driver board. Crossed checked the whole display front with another unit, the display is still white. On disassembling found corrosion/short circuit on driver board and display adapter board. No incident of water/fluid spillage over the device was reported. Pateint shifted to another ventilator. No health impact or consequences.